Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 3 unknown locking screws.

Event description:
Patient was implanted with va locking compression cloverleaf plate, one unknown cortex screw, and three unknown locking screws on an unknown date. This hardware was implanted on the first metatarsal. It was reported that on an unknown post-operative date, a non-union was revealed. On april 24, 2013, patient returned to the operating room for revision surgery. At this time, surgeon removed the cloverleaf plate and all of the screws. This report is for 3 unknown locking screws. This is report 2 of 3 for complaint (B)(4).